Manufacturer narrative:
Service and maintenance activities for the particular device are provided by the hospital's biomedical department. Dräger was contacted for assistance after the event. Initial log file analysis determined different error conditions that were recorded during the period in question. Based on these it was recommended to the customer to replace the ventilator motor and the main board. Reportedly this has solved the problem and the device is back in use w/o further problems. The particular device was in operation for more than 14 years. The motor is designed for a lifetime of ten years at standard operating conditions (8hours/day, 5 days/week). A wear-and-tear related end of life for this component can be considered well-acceptable. Dräger concludes that the device behaved as specified in the particular case - a switchover from automatic to manual ventilation was proceeded and the user was alerted by means of a corresponding alarm. No patient consequences have occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2019-00165.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the fabius unit stopped ventilating during use and displayed an intermittent vent fail message. There was no injury reported.